Event description:
It was reported that the health care professional (hcp) called technical services (ts) for further review of this cardiac resynchronization therapy pacemaker (crt-p) presenting electrogram (egm). Upon review, right atrial (ra) far field oversensing which led to inappropriate atrial tachy response (atr) was observed. Ts provided the hcp with programming recommendations. At this time, the crt-p remains in service. No adverse patient effects reported.